Event description:
During an open gastric bypass procedure, the device was fired several times. On the fourth or fifth reload, the device was fired and the knife blade cut the tissue, but staples were only laid down on one side of the cut. There was no reported patient consequence. Both the device and the reload are being returned.